Manufacturer narrative:
(B)(4). The device was not returned for further evaluation; therefore, a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer will be checking all connections inside the unit and if no issues were found the unit will be send in for repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the sipap ventilator was showing e70 (pt module fault (ptrdy or can bus failure) error code. The customer confirmed that there was no patient involvement associated with the reported event.